Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced st segment "changes" that required medication ("pressors"). First, it was reported that the carto 3 system displayed a 6105 error code "a soundstar® cable error occurred" when the catheter was plugged into the patient interface unit (piu). They replaced the eco cable without resolution. After the cable was replaced, a magnetic sensor disconnected error was displayed on the carto 3 system. The catheter was replaced and the issue was resolved. The procedure was continued. It was also reported that at the end of the procedure, the hospital staff hung a 500cc bag for the ablation catheter by mistake when normally they use a 1000cc bag. They did not change the settings on the smartablate to accommodate a 500cc bag so it ran dry. They did not get an alarm when it was empty and instead, there was a bubble alarm on the smartablate pump when the bag ran dry. They hung a new bag and told the physician to turn the stopcock off to the patient so they could flush the line. The physician turned the wrong stopcock off (they turned off the stopcock to the vizigo sheath instead of the ablation catheter) then told the hospital staff it was off to the patient when it was not. When they flushed the line, air was flushed into the patient and the patient suffered an air embolus to the left atrium. The patient had st segment changes and some hemodynamic compromise that was treated with pressors and after a few minutes they stabilized. Anesthesia was evaluating the patient and performing a tee at the time of the call so they could not provide the patient's neurological status. However, the patient was reported to be stable. Caller declined service for the smartablate pump (g4cp-3429). Additional information was received. The physician's opinion on the cause of this adverse event was hospital staff error. Patient fully recovered and did not require extended hospitalization. No servicing to the pump or generator needed. The adverse event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter. The bubble alarm on the smartablate pump was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The incidence of the magnetic sensor error was easy detectable by the user. The catheter was inoperable , since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The 6105 error was assessed as non MDR reportable. Since the device was unable to map with the carto or the catheter cannot be visualized by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.

Manufacturer narrative:
During an internal review on 28-may-2024, noted a correction to the 3500a initial as in error did not include the physician information. Therefore, added the information to fields e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e1. Initial reporter phone and e1. Initial reporter email. The device evaluation was completed on 31-may-2024. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced st segment "changes" that required medication ("pressors"). At the end of the procedure, the hospital staff hung a 500cc bag for the ablation catheter by mistake when normally they use a 1000cc bag. They did not change the settings on the smartablate to accommodate a 500cc bag so it ran dry. They did not get an alarm when it was empty and instead, there was a bubble alarm on the smartablate pump when the bag ran dry. They hung a new bag and told the physician to turn the stopcock off to the patient so they could flush the line. The physician turned the wrong stopcock off (they turned off the stopcock to the vizigo sheath instead of the ablation catheter) then told the hospital staff it was off to the patient when it was not. When they flushed the line, air was flushed into the patient and the patient suffered an air embolus to the left atrium. The patient had st segment changes and some hemodynamic compromise that was treated with pressors and after a few minutes they stabilized. Anesthesia was evaluating the patient and performing a tee at the time of the call so they could not provide the patient's neurological status. However, the patient was reported to be stable. Patient fully recovered and did not require extended hospitalization. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no bubble issues or other errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the bubble error reported by the customer could be related to the user error. The physician's opinion on the cause of this adverse event was hospital staff error. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Connect the irrigation tubing to a room temperature, heparinized (1 iu heparin/ml) normal saline bag using standard safe hospital practices. Open the stopcock on the end of the tubing set and fill the tubing set as slowly as possible. Remove any trapped air and then close the stopcock. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Component code of ¿appropriate term/code not available¿ represents cause traced to user. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).